Event description:
A 26mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 24mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 120 mm. The pt has a history of severe congestive heart failure, severe chronic obstructive pulmonary disease, and significant left renal artery stenosis. It was reported that the left renal artery was embolized during the procedure secondary to thrombus in the aortic neck. Final angiogram demonstrated a successful outcome: however, a branch endoleak was noted. No clincal sequelae were reported, and the pt is reported to be fine.